Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a second surgery ¿to repair or reprogram¿ the stimulator soon after they were implanted. The caller provided further information stating that the patient had an MRI scheduled for the day after the implant surgery, but ¿something was going on there¿ so the patient had a panic attack over it and was not able to have an MRI. The caller stated that then the patient had a second surgery to ¿fix whatever the issue was¿. The patient claimed the issue was that the stimulator ¿was not programmed correctly¿. The event occurred in (B)(6) 2017. It was subsequently reported that the patient was not able to connect with the recharger, with a reposition antenna screen. The patient last felt stimulation last week. Antenna locate feature was performed and the issue resolved. The patient was able to connect after the antenna locate feature was performed. It was suggested that the patient charge the ins to 50% and call back to turn stimulation back on with patient programmer and clear the power on reset (por) message. The patient had poor coupling screen. The patient was connected and charging the ins with 2 coupling boxes. The patient stated he would try to reposition the antenna to get a better connection. The patient was going to call back with the patient programmer to clear the por message and turn stimulation on. The patient called back stating that he was charging with 4 coupling bars and thinks he is on a quarter. The recharger shows info por. The patient used the patient programmer to see if he could clear the por and the patient programmer showed to charge the ins. The patient was going to continue charging and then attempt using the patient programmer to clear the por. It was later reported that the MRI technician called with patient to access MRI mode. Upon activating the programmer, it showed eligibility cannot be determined screen with all zeros for the code. It was reviewed that eligibility was never programmed. The caller was redirected to the healthcare provider (hcp). The patient added that his device was not working. He was not feeling stimulation in the correct location, as he was supposed to be feeling it in his back, but he was only feeling it in his legs. This is sue had not been resolved and he was going to get the device taken out. No further complications were reported/anticipated.